Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6)2026, the legal guardian (lg) reported the patient's blood glucose levels had risen to approximately 350 mg/dl. Hospitalization status was unclear as it was initially stated that the patient was hospitalized at the time the insulin leaking issue was reported; however, lg later reported that the pod was changed and that the patient did not require hospitalization. Insulet is conducting follow-up for additional information; a supplemental report will be provided if additional information becomes available.